Event description:
Information was received indicating that a cadd legacy pump was alarming and not working. It was reported if the user turned the pump off and then on, the pump would work long enough to get the backup pump working. No adverse patient effects were reported.

Manufacturer narrative:
Additional contact information: reporter information, (B)(6).